Event description:
It was reported that there was high rv (right ventricular) threshold. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addrl1 implantable pulse generator, (B)(6) 2013; 4965-35 implantable pacing lead, (B)(6) 2013. (B)(4).